Manufacturer narrative:
Correction: previously reported g3 should have been 26 feb 2021.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead to be implanted exhibited high capture thresholds and failure to sense. The physician tried several times to place the lead on other positions but still failed. The implant procedure was abandoned. No patient consequences.